Manufacturer narrative:
The o2 manifold was returned to the manufacturer for failure investigation. The failure investigation technician was unable to duplicate the reported issue.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the o2 manifold check valve leaks and allows oxygen to escape into the room. There was no patient harm.